Manufacturer narrative:
Continuation of d10: w4tr02 crtp, implanted: (B)(6) 2024; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient that they have been feeling twitching and pulsating below the cardiac resynchronization therapy defibrillator (crt-d) implant area on the left side and center of chest. Patient noted that it started in the morning after implant when standing up to go to the bathroom. The patient noted that they notice the sensation below the implant and since then it has been continuing. The sensation comes back after laying down and getting up. The device remains in use. It was further reported by the clinician that the patient was experiencing diaphragmatic stimulation and reprogramming was done to change the left ventricular (lv) lead vector. No further patient complications have been reported as a result of this event.